Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 12 fractured. Construction was a bridge. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading.

Event description:
Implant fracture.